Event description:
It was reported that the patient indicated that a few days ago his pump bulb went completely flat. The patient tried all valve reset techniques with no resolution. The patient was instructed to contact the physician for further evaluation. No patient complications were reported.